Manufacturer narrative:
Since the device is not expected to be returned for evaluation, the device history record was reviewed for the suspected contour® next gen meter, serial # (B)(6) and no manufacturing anomalies were found.

Event description:
The customer reported that her blood glucose readings were not being stored in the memory of the contour® next gen meter. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2 and a4 as the customer's age and weight were not provided. The contour® next gen meter does not have an expiration date. Therefore, no information was captured in section d4 (expiration date). The warranty period of the meter is 5 years from the date of the original purchase.